Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was the possibility that the reported phenomenon was attributed to the failure of the power supply unit due to the aging deterioration due to the repeatedly use for a long-term use because more than 8 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that before the procedure, it was found that the subject device could not be turned on and short circuit. The service department of olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon was duplicated. Oekg surmised that the reported phenomenon was attributed to the short circuit of the power supply unit. Also oekg found that the video connector socket was worn and could not hold the video plug. There was no patient injury associated with this report.